Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted with resetting the pump and restarting the cgm session, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue recurs.